Event description:
It was reported that the patient presented in hospital to follow-up on implantable cardioverter defibrillator replacement procedure. Upon review, the implant site was seen to be bleeding, with reddened skin that was warm to the touch and painful to palpitation. The patient was given antibiotics and medication to treat discomfort. Upon routine follow-ups for wound check, the patient was doing well. The patient would continue with routine follow-up.